Event description:
The customer reported that the sys would display a c-arm barrier error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reseated the connections at the control panel and adjusted the 5vdc input. The sys was tested and found to be working as intended and put back in svc.